Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a female pt who received an application of poly-l-lactic acid 2 years ago (2008) and presented with granuloma on the application sites (nos) on an unspecified date. As corrective conduct, the pt received a corticoid (unspecified) and fully recovered from the event. Significant/relevant medical history and concomitant medication info is unk. Action taken: unk.

Manufacturer narrative:
(B)(4). This case is associated with cases (B)(4) (same reporter).